Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Add'l info will be submitted within 30 days of receipt.

Event description:
The report is from the study. The target lesion was the bifurcation of the lad and the 1st diagonal. A provisional t-stenting technique was used. The main branch of the lesion was in the lad a 90% stenosis was treated with pre-dilation (3.0 x 20mm) and a cypher 3.0 x 18mm, deployed at 16 atm. The stent was post-dilated with a 2.5 x 20atm balloon at 18atm. A kissing balloon was performed with a 3.0 x 20mm balloon at 14 atm. Final stenosis was 0% and timi flow was 0. The side branch of the lesion was the 1st diagonal with a 90% stenosis. The lesion was pre-dilated with a 2.5 x 20mm balloon at 10 atm and a kissing balloon (2.5 x 20mm) was used at 14 atm. Final stenosis was 0% and timi flow was 3. Cag revealed a subocclusive stenosis (plaque shift) distal to the stent in the lad and within 5mm of the stent. This was treated with reopro and an add'l cypher 3.0 x 18mm at 14atm. Post-procedure, the pt had a hematoma of >5cm. The hematoma was treated with manual compression.